Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately eight years, eleven months post implant of this bioprosthetic pulmonary valved conduit, the patient presented with progressive pulmonary insufficiency and pulmonary stenosis. An echocardiogram showed the right ventricle to pulmonary artery (rv-pa) conduit was narrowed proximally, had pulmonary stenosis, with pulmonary regurgitation. A catheterization performed eight years, eleven months noted rv-pa conduit dysfunction, conduit stenosis and calcification with insufficiency. This bioprosthetic valved conduit was then replaced with a transcatheter pulmonary valve (tpv). No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.